Event description:
It was reported the patient presented after a magnetic resonance imaging (MRI). During interrogation, it was discovered the pacemaker was oversensing far r-waves triggering inappropriate mode switches. Programming changes were implemented. The patient was in stable condition.